Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number: 3013886523-2022-00412. A physician reported a certas valve (ID 828804) was implanted via l-p shunt on (B)(6) 2022, with setting 3. It was used with bactiseal peritoneal catheter (ID 823074). After 1 week of implantation, the patient had a tendency for ventriculomegaly and presented with disorientation. An MRI was performed, and the flow could not be confirmed on the ventral side. The valve and the peritoneal catheter were removed and replaced on (B)(6) 2022. Patient recovery was observed.

Event description:
N/a.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10. The bactiseal catheter (ID 823074) was returned for evaluation. Failure analysis - the catheter was visually inspected; 470mm of catheter was returned no defects noted. The catheter was flushed no occlusion noted. The catheter was leak tested no leaks noted. No root cause could be determined as the technician could not confirm any problems with the catheter at the time of investigation. The possible root cause for the issue reported by the customer could be due to an issue with the valve.